Manufacturer narrative:
The device was returned to olympus for inspection. The date of event is unknown. A supplemental report will be submitted if provided. A root cause could not be identified. Based on the results of the investigation, for the b30 scope communication error, the most probable cause was traced to component failure, and for the white residue in the air water supply and auxiliary water flow, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a b30 scope communication error, and white residue in the air water supply and auxiliary water flow. There was no patient involvement.